Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an end-to-end anastomosis between remaining rectum and colon on a laparoscopic anterior resection, the stapler fired normally with complete staple line. However, there was brown liquid found in the drain tube when the patient intake the food. The surgeon believed there was leakage from the anastomotic site. Re-operation was done, and stoma was created to fix the leakage point.